Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.

Event description:
It was reported that during an unknown procedure whilst removing the specimen through the trocar, the surgeon realized there was a loss of gas from the trocar. This attracted the surgeon's attention and he became suspicious so changed to a new trocar. Once new trocar was inserted, he discovered the rubber seal (from previous trocar) on the liver. No patient consequences reported.